Manufacturer narrative:
The reagent lot number was 66191801 with an expiration date of 30-jun-2024. The field service engineer found an issue with the measuring cell and replaced it. He verified the system with a system volume check, photomultiplier voltage adjustment, performance testing, and blankcell calibration with all results within specification. The customer performed calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable vitamin b12 g2 results for qc and patient samples from the cobas 6000 e601 module. Examples were provided as: sample 1 initial result was 150 pg/ml with a data flag and the repeat result was 576.6 pg/ml. Sample 2 initial result was 150 pg/ml with a data flag and the repeat result was 523.0 pg/ml. The patients were administered vit b12 shots but reportedly suffered no ill effects from the treatment. The repeat results were believed correct.